Manufacturer narrative:
(B)(4). Insulin pump was received with a critical pump error or open book image alarm and unable to download, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error or open book image alarm.

Event description:
The customer reported via phone call that the insulin pump was vibrating, alarming and had medtronic logo. Customer¿s blood glucose level was 157 mg/dl. Customer was swimming at the time of incidence. Customer reported that the battery cap of the insulin pump was damaged. The troubleshooting was performed and customer was advised to insert new or fully charged aa battery and tighten battery cap. Customer stated that the home screen appeared on the display. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.